Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 16-sep-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot s24345.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. Return product is not available for investigation. Method: date : collected result: sample: I-stat, (B)(6) 2025 , 09:27 , 0.11 ng/ml ,whole blood , ni , (B)(6) 2025 , ni , 0.04 ng/ml , whole blood, ni , (B)(6) 2025 , ni , 0.06 ng/ml , whole blood . The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).